Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. As the md was inserting the iab into the sheath, he felt resistance and the iab became stuck. The iab was removed from the sheath and another iab was inserted without complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.